Manufacturer narrative:
Investigation completed 3/07/17. Method: DHR review; trend analysis; failure analysis. The device in question was manufactured on march 31, 2008. Service history: control # (B)(4). Date of service: (B)(4) 2009. No manufacturing or design related trend has been identified. Post market information will continue to be monitored. Complaint not confirmed - no issues observed. With respect to the returned unit it has passed all specific functional testing requirements, except for the lock having rotational movement when unit is not under pressure, this would not have caused a slippage; when unit is properly positioned and put under pressure unit would not have slipped. Conclusion: in summary, we are unable to confirm or duplicate the end users experience. The returned unit passed all functional testing requirements, however, general maintenance is required as this device was manufactured in 2008 with service history since 2009. The mayfield patient positioning for success chart has been provided to customer as a refresher tool.

Event description:
Skull clamp lock slipped and created a small laceration on the patient¿s head as the patient was being pinned and prepped for surgery. Additional information received from the customer on 02mar2017 with the following: on (B)(6) 2017, the patient underwent a posterior keyhole foraminotomy and microdiscectomy right c6-7. Sixty pounds of pressure was applied on the skull clamp. No stereotaxy device was used. Integra disposable adult skull pins (a1072) were used. Lot number of the skull pins was unknown. The skull pins are not available to be returned for evaluation. The incident occurred during positioning of the patient. The length of time the product was in use before the event occurred was at most 5 minutes. The laceration was superficial and it was treated with bacitracin. After the incident occurred, the clamp was replaced and surgery was completed. The patient was reported to be fine.